Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was unable to deliver medication. The following information was provided by the initial reporter: spouse of consumer reported needle clog during injection, stated that the pen stopped after injecting 2 units.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023; h6: investigation summary: the customer returned (1) open 32g 4mm pen needle, reporting needle clog. The pen needle was visually inspected and observed broken cannula npe. Most likely the customer's reported failure occurred due to a broken npe cannula. As the return samples were opened, the root cause cannot be determined. Based on the sample returned, embecta was able to confirm the customer-indicated failure as broken cannula npe. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was unable to deliver medication. The following information was provided by the initial reporter: spouse of consumer reported needle clog during injection, stated that the pen stopped after injecting 2 units.